Event description:
It was reported that during a shoulder procedure using a firstpass suture passer, the pivot pin came out of the handle during use. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.